Manufacturer narrative:
The reported event was confirmed. The root cause of the reported issue could not be determined. Visual evaluation of the returned sample noted one opened large arctic gel right chest pad present with no original packaging. Visual inspection noted the following: * no obvious visible defects such as cuts or tears in the foam. * no visible chips or deformities at the ends of the connector. * tubing for the pad noted no kinks present. * hydrogel was degraded and had peeled from the pad surface. * no crushed dimples or signs of overlamination in the pad. The sample does not meet specifications which states "after laminating the pad (before of the operation of silhouette cut of the pad), peel off the protector that covers the hydrogel, verify that the hydrogel is not peeling off with the protector, the hydrogel must be attached to the laminating film (perform this activity, peeling the protector prior to the sealing area of the pad)." The labeling is found to be adequate as it states that: directions for use 1. Arcticgel¿ pads are only for use with an arctic sun® temperature management system control module. See operators manual for detailed instructions on system use. 2. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the entire pad set (4). If the entire set of pads is not used, the minimum flow rate may not be achieved. 3. For patient comfort, the pads may be prewarmed using water temperature control mode (manual) prior to application. 4. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. 5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4). 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. Correction: d,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the gel and pad were detached and there were beads falling out sticking on patient's skin. Nurse has to prematurely terminate the therapy due to the arctic gel pads. Per follow up information received via task on 10sep2025, the beads were sticking on the patient's skin. No potential erroneous results. The treatment was terminated prematurely. No exposure of blood patient blood to patient or hcp user. No first aid taken due to event. Per follow up information received via task on 14sep2025, the occurrence was one. Lot # ngkp4206 sku #317-09. They have a sample to send in. It was used on patient, skin contact. Not contaminated with blood or body fluids.

Event description:
It was reported that the gel and pad were detached and there were beads falling out sticking on patient's skin. Nurse has to prematurely terminate the therapy due to the arctic gel pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.